Manufacturer narrative:
The adjudication minutes received notes that the patient experienced a bilateral cerebrovascular accident approximately (B)(6) weeks prior to the patient's death. The site did not report this event and the only documentation provided by the adjudication minutes states; "the husband was contacted by the site and reported that one week post-procedure (approximate date (B)(6) 2010) the patient suffered a spell consistent of bilateral lower extremity weakness. She initially improved, but then became quite incoherent and confused". With only this information the adjudication committee has determined this to be a bilateral cva. As such, to better reflect the adjudication determination cerebrovascular accident will be added to the file as a reportable event. The product was not returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The patient expired approximately one month post index procedure. The cause of death has been determined to be unknown. The information received from the sapphire study indicated that one week following discharge, the patient suffered a spell consisting of bilateral lower extremity weakness. She initially improved, but then she became quite incoherent and confused. On the death certificate, her death was ascribed to cancer. Her death occurred 30 days after the stenting and does not seem to be directly related to the procedure. The event was reported to be unrelated to the index procedure and the cordis product. For the index procedure, the (B)(6) female patient was admitted symptomatic and with an 80% stenosis in the ostium of the left internal carotid artery. A 7 x 30mm precise pro rx was deployed. An angioguard rx was successfully deployed and retrieved. There were no technical problems or associated major adverse events. The patient was discharged two days post-procedure. The adjudication notes were received and the adjudication committee disagrees with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately 3 weeks after the index procedure was cancer and not neurologically related. The committee agree's that the event was neurologically related.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012 disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately 3 weeks after the index procedure was cancer and was not neurologically related. Although there is no additional information regarding the etiology of the patient's death, the adjudication minutes note that it was neurological in origin. For the index procedure the (B)(6) female patient was admitted symptomatic with an 80% stenosis in the ostium of the left internal carotid artery. An angioguard rx was successfully deployed followed by a 7 x 30mm precise pro rx stent. There were no technical problems or associated major adverse events. The patient was discharged two days post-procedure. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The adjudication minutes received notes that the patient experienced a bilateral cerebrovascular accident on (B)(6) 2010. The site did not report this event and the only documentation provided by the adjudication minutes states; "the husband was contacted by the site and reported that (B)(6) postprocedure (approximate date (B)(6) 2010) the patient suffered a spell consistent of bilateral lower extremity weakness. She initially improved, but then became quite incoherent and confused". With only this information the adjudication committee has determined this to be a bilateral cva. As such, to better reflect the adjudication determination cerebrovascular accident will be added to the file as a reportable event. The adjudication minutes received (B)(4) 2012, disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately (B)(6) weeks after the index procedure was cancer and was not neurologically related. Although there is no additional information regarding the etiology of the patient's death, the adjudication minutes note that it was neurological in origin. For the index procedure the (B)(6) female patient was admitted symptomatic with an 80% stenosis in the ostium of the left internal carotid artery. An angioguard rx was successfully deployed followed by a 7 x 30mm precise pro rx stent. There were no technical problems or associated major adverse events. The patient was discharged two days post-procedure. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.